Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 377760, lot# v016553, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A manufacturing representative reported the patient was experiencing shocking down their right leg. Impedances were measured to be greater than 3600 ohms on electrodes 8-15. Impedances were within range for electrodes 0-7. The patient did experience symptoms when the implantable neurostimulator (ins) was off. The patient had multiple falls, but the manufacturing representative did not know the dates of the falls. The change in stimulation was not related to positional movements. The ins was programmed to program 1 using electrodes 5, 6, and 7 with a therapy impedance of 599 ohms and program 2 using electrodes 13 and 15 with therapy impedance of more than 3600 ohms. The manufacturing representative planned on reprogramming the patient to use electrodes 0-7. No further actions had been taken or planned. The cause of the event had not been determined, but the patient has had a lot of falls.